Event description:
It was reported by the customer's mother, that the customer received excessive no delivery alarms. Customer's blood glucose level at the time 475 mg/dl. Unable to troubleshoot, due to this being a past event. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.